Event description:
The customer reported that the central nurse's station did not alarm vtach when it should have.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019, the biomedical engineer (bme) reported that they had a patient on this cns and vtachy did not alarm. The biomed put the nurse on the phone and informed the nihon kohden (nk) technical support agent she found out about the reported problem while looking at full disclosure. The nurse noticed that it was a vtachy and the cns never alarmed. The ts agent walked the customer through checking the alarm settings for vtachy and it was set for 6 beats of 100bpm. Then, the ts agent advised the customer to have nk clinical team look over the event to determine if it should have alarmed or not. The ts agent sent the customer, a pdf event investigation guide that will walk them through printing out all the necessary screens / information we will need to review the event. The customer biomed will send the required information to the nk clinical to review the data. Service requested / performed: troubleshooting. Investigation summary: after reviewing the logs, the nk clinical team informed the customer that a vtachy alarm did occur at 07:24 and was logged in the log files. The clinical advised the customer to run simulations to confirm that the system is alarming correctly. After the simulation ran, the customer informed ts agent that there was an instance when the alarm didn't go off. The clinical team asked for the additional information regarding the monitoring devices being use with the cns and their software revision. But the ts agent was not able to connect with the customer to get additional information regarding the monitoring device. Therefore, the root cause of the reported problem could not be determined with the provided information, and it is unknown how the reported issue was resolved. The risk level is determined to be low, therefore, no CAPA is required at this time.

Manufacturer narrative:
The customer reported that the central nurse's station did not alarm vtach when it should have. The event occured at 7:23 am. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station did not alarm vtach when it should have.